Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was 370 mg/dl which corrected with insulin pump. It also reported that the insulin pump turned off at night and caused high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unexpected restart error after battery change due to faulty. No vibrator due to broken vibrator black wire. Unable to prime due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device passed the operating currents measurement, displacement test, rewind and basic occlusion test. No blank display anomaly noted. No damage found lcd isolation tape noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.